Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer had a bent cannula. The representative stated that the customer had high blood glucose at the time of incident. The insulin pump will not be returned for analysis.